Event description:
The manufacturer received information alleging the airflow was unstable. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center the air flow not being stable issue was not duplicated by operational checking, but the device failed a test step during testing. The device's sensor board was replaced to address the issue.